Manufacturer narrative:
Under european law, pt info is considered confidential and will not be released by the hospital. The device manufacture date is unk.

Event description:
It was reported that a pt in the cardiology area had a heart attack. The nurse team was informed by a relative who was sleeping in the same room. The pt was reanimated with a defibrillator and moved to the ICU unit. After review of the full disclosure, the nurse team noted that there were no alarms for this arrhythmia at the clinical info center (cic) and the 'no tele' alarm was displayed on the screen. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.